Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to an olympus (B)(4) service center. The evaluation/investigation at the service center found cracks on the generator¿s front panel/housing and confirmed the occurrence of error e433. This error message, which in the case at hand was caused by a defect of the generator board, is triggered by the generator¿s safety system. In case of critical errors, the safety system will not permit any further use of the generator until the error is rectified. Therefore, this event/incident was attributed to component failure. The reported damage to the generator¿s front panel/housing was most likely caused by improper handling and can thus be attributed to use error. There is no causal relationship to the reported error message. A manufacturing and quality control review was performed for the affected serial number of the hf generator without showing any abnormalities. The case will be closed from olympus side with no further actions. The reported event/incident will be recorded for trending and surveillance purposes. In addition, the user will be informed about the investigation results.

Event description:
Olympus was informed that during an unspecified procedure at an unknown date the esg-400 hf-generator issued error message e433. The intended procedure was completed using a similar device and there was no report about an adverse event or patient injury.